Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl. Manual insulin injections were used and water was consumed to address bg. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.